Manufacturer narrative:
The reported field event of fast charge time was confirmed. Over current detection (ocd) was observed when reviewing the device image and session records. The algorithm detected a short in the output module and aborted the charge thus resulted in a fast charge time. The cause of the issue was determined to be due to intermittent hybrid anomaly but could not be conclusively determined. The device tested otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited a short charge time. Further investigation revealed that the device aborted therapy due to low high voltage impedance on the patient's right ventricular lead. Subsequent therapy was delivered with the device having charged for therapy delivery from the previous episode prior to therapy being aborted resulting in the short charge time. The device was explanted for reaching normal elective replacement indicator and replaced. The patient was stable prior, during, and after the event.